Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported endophthalmitis following an intraocular lens (iol) implant procedure. Hyperemia, hypopyon and elevated intraocular pressure occurred. There was no subjective symptom postoperatively. According to the doctor, was unlikely bacterial endophthalmitis as there was no eye discharge. By increasing the dosage of prescribed eye drops, the symptoms improved. Concentrations of drugs used in surgery were carefully examined, but no abnormality was observed. The lens remains implanted.